Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the air/water nozzle was clogged with foreign matter. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and found that the reported phenomenon which was caused by insufficient cleaning. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to insufficient cleaning and so on. If additional information becomes available, this report will be supplemented.